Event description:
Stapler being used during the surgical procedure. When activated, it did not fire appropriately. The emergency release button was pressed and the stapler was removed from the patient.